Event description:
Manufacturing reported a near miss when the safety reel on a xt suspension failed and allowed the column section to fall the entire length of travel. It was determined that a gear saw tooth had been incorrectly machined and assembled. No injury was reported.